Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic severe pelvic pain') in a 45-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "has never had the hsg because she gets a severe reaction to IV dye". The patient's concurrent conditions included contrast media reaction. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating/belly bloat/ e-belly/ bursting feeling"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), pollakiuria ("pee very often"), pain bladder ("bladder about to burst and hurt very bad"), constipation ("constipation"), muscle tightness ("muscles tightness"), gait disturbance ("could barely walk to the bathroom it hurt so bad"), bladder pain ("my bladder is so sensitive"), muscle disorder ("muscle problem"), menopause ("perimenopause") and amenorrhoea ("stopped my periods completely") and was found to have urine output decreased ("when she pee is not that much"). The patient was treated with surgery (fallopian tubes and coils removal, ablation). Essure was removed in 2016. At the time of the report, the pelvic pain, back pain, pelvic discomfort, abdominal pain, abnormal weight gain and alopecia had not resolved, the abdominal distension, muscle tightness and gait disturbance was resolving, the rash, pollakiuria, urine output decreased, pain bladder, bladder pain, muscle disorder, menopause and amenorrhoea outcome was unknown and the constipation had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amenorrhoea, back pain, constipation, gait disturbance, menopause, muscle disorder, muscle tightness, pain bladder, pelvic discomfort, pelvic pain, pollakiuria, rash, urine output decreased and bladder pain to be related to essure. The reporter commented: plaintiff reported after getting her tubes and coils removed her bladder is very sensitive, she has to pee very often and when she does it is not that much. She stated she saw a holistic chiropractor for detoxing the heavy metals out of her body. She had chlorella which is an algae, she woke up with her bladder about to burst and hurt very bad. She stated her bowels are moving well and she no longer has constipation. She is able to walk better and her muscles tightness is not bad. Cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness, could barely walk to the bathroom it hurt so bad, muscle problem. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: content of social media received. New event of amenorrhoea was added. Explantation date of 2016 was added for essure. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic severe pelvic pain') in a 45-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "has never had the hsg because she gets a severe reaction to IV dye". The patient's concurrent conditions included contrast media reaction. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating/belly bloat/ e-belly/ bursting feeling"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), pollakiuria ("pee very often"), pain bladder ("bladder about to burst and hurt very bad"), constipation ("constipation"), muscle tightness ("muscles tightness"), gait disturbance ("could barely walk to the bathroom it hurt so bad"), bladder pain ("my bladder is so sensitive") and muscle disorder ("muscle problem") and was found to have urine output decreased ("when she pee is not that much"). The patient was treated with surgery (falloping tubes and coils removal). Essure was removed. At the time of the report, the pelvic pain, back pain, pelvic discomfort, abdominal pain, abnormal weight gain and alopecia had not resolved, the abdominal distension, muscle tightness and gait disturbance was resolving, the rash, pollakiuria, urine output decreased, pain bladder, bladder pain and muscle disorder outcome was unknown and the constipation had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, constipation, gait disturbance, muscle disorder, muscle tightness, pain bladder, pelvic discomfort, pelvic pain, pollakiuria, rash, urine output decreased and bladder pain to be related to essure. The reporter commented: plaintiff reported after getting her tubes and coils removed her bladder is very sensitive, she has to pee very often and when she does it is not that much. She stated she saw a holistic chiropractor for detoxing the heavy metals out of her body. She had chlorella which is an algae, she woke up with her bladder about to burst and hurt very bad. She stated her bowels are moving well and she no longer has constipation. She is able to walk better and her muscles tightness is not bad. Cross referenced with case number : 2016-088504. Concerning the injuries reported in this case, the following ones were reported via social media: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness, could barely walk to the bathroom it hurt so bad, muscle problem. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on 12-nov-2019: social media received: new events added: muscle problems. Reporter information were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain") in a 45-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "has never had the hsg because she gets a severe reaction to IV dye". The patient's concurrent conditions included contrast media reaction. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating/belly bloat"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), pollakiuria ("pee very often"), urine output decreased ("when she pee is not that much"), bladder pain ("bladder about to burst and hurt very bad"), constipation ("constipation"), muscle tightness ("muscles tightness"), gait disturbance ("could barely walk to the bathroom it hurt so bad") and bladder discomfort ("my bladder is so sensitive"). The patient was treated with surgery (fallopian tubes and coils removal). Essure was removed. At the time of the report, the pelvic pain, back pain, discomfort, abdominal pain, abnormal weight gain and alopecia had not resolved, the abdominal distension, muscle tightness and gait disturbance was resolving, the rash, pollakiuria, urine output decreased, bladder pain and bladder discomfort outcome was unknown and the constipation had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder discomfort, bladder pain, constipation, discomfort, gait disturbance, muscle tightness, pelvic pain, pollakiuria, rash and urine output decreased to be related to essure. The reporter commented: plaintiff reported after getting her tubes and coils removed her bladder is very sensitive, she has to pee very often and when she does it is not that much. She stated she saw a holistic chiropractor for detoxing the heavy metals out of her body. She had chlorella which is an algae, she woke up with her bladder about to burst and hurt very bad. She stated her bowels are moving well and she no longer has constipation. She is able to walk better and her muscles tightness is not bad. Cross referenced with case number : (B)(4). Concerning the injuries reported in this case, the following ones were reported via social media: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness, could barely walk to the bathroom it hurt so bad quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received:event added as could barely walk to the bathroom it hurt so bad. Event outcome added for belly bloat incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic severe pelvic pain') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "has never had the hsg because she gets a severe reaction to IV dye". The patient's concurrent conditions included contrast media reaction. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating/belly bloat/ e-belly/ bursting feeling"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), pollakiuria ("pee very often"), pain bladder ("bladder about to burst and hurt very bad"), constipation ("constipation"), muscle tightness ("muscles tightness"), gait disturbance ("could barely walk to the bathroom it hurt so bad"), bladder pain ("my bladder is so sensitive"), muscle disorder ("muscle problem"), menopause ("perimenopause") and amenorrhoea ("stopped my periods completely") and was found to have urine output decreased ("when she pee is not that much"). The patient was treated with surgery (falloping tubes and coils removal, ablation). Essure was removed in 2016. At the time of the report, the pelvic pain, back pain, pelvic discomfort, abdominal pain, abnormal weight gain and alopecia had not resolved, the abdominal distension, muscle tightness and gait disturbance was resolving, the rash, pollakiuria, urine output decreased, pain bladder, bladder pain, muscle disorder, menopause and amenorrhoea outcome was unknown and the constipation had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, amenorrhoea, back pain, constipation, gait disturbance, menopause, muscle disorder, muscle tightness, pain bladder, pelvic discomfort, pelvic pain, pollakiuria, rash, urine output decreased and bladder pain to be related to essure. The reporter commented: plaintiff reported after getting her tubes and coils removed her bladder is very sensitive, she has to pee very often and when she does it is not that much. She stated she saw a holistic chiropractor for detoxing the heavy metals out of her body. She had chlorella which is an algae, she woke up with her bladder about to burst and hurt very bad. She stated her bowels are moving well and she no longer has constipation. She is able to walk better and her muscles tightness is not bad. Cross referenced with case number : (B)(4) concerning the injuries reported in this case, the following ones were reported via social media: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness, could barely walk to the bathroom it hurt so bad, muscle problem. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic severe pelvic pain') in a 45-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "has never had the hsg because she gets a severe reaction to IV dye". The patient's concurrent conditions included contrast media reaction. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), pelvic discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating/belly bloat/ e-belly/ bursting feeling"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), pollakiuria ("pee very often"), pain bladder ("bladder about to burst and hurt very bad"), constipation ("constipation"), muscle tightness ("muscles tightness"), gait disturbance ("could barely walk to the bathroom it hurt so bad"), bladder pain ("my bladder is so sensitive"), muscle disorder ("muscle problem") and menopause ("perimenopause") and was found to have urine output decreased ("when she pee is not that much"). The patient was treated with surgery (falloping tubes and coils removal). Essure was removed. At the time of the report, the pelvic pain, back pain, pelvic discomfort, abdominal pain, abnormal weight gain and alopecia had not resolved, the abdominal distension, muscle tightness and gait disturbance was resolving, the rash, pollakiuria, urine output decreased, pain bladder, bladder pain, muscle disorder and menopause outcome was unknown and the constipation had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, constipation, gait disturbance, menopause, muscle disorder, muscle tightness, pain bladder, pelvic discomfort, pelvic pain, pollakiuria, rash, urine output decreased and bladder pain to be related to essure. The reporter commented: plaintiff reported after getting her tubes and coils removed her bladder is very sensitive, she has to pee very often and when she does it is not that much. She stated she saw a holistic chiropractor for detoxing the heavy metals out of her body. She had chlorella which is an algae, she woke up with her bladder about to burst and hurt very bad. She stated her bowels are moving well and she no longer has constipation. She is able to walk better and her muscles tightness is not bad. Cross referenced with case number : 2016-088504. Concerning the injuries reported in this case, the following ones were reported via social media: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness, could barely walk to the bathroom it hurt so bad, muscle problem. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: new event perimenopause was added. Reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic severe pelvic pain") in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "has never had the hsg because she gets a severe reaction to IV dye". The patient's concurrent conditions included contrast media reaction. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), back pain ("chronic back pain"), discomfort ("increasingly severe discomfort"), abdominal distension ("abdominal bloating"), abdominal pain ("abdominal pain"), abnormal weight gain ("excessive weight gain"), rash ("excessive rashes"), alopecia ("excessive hair loss"), pollakiuria ("pee veru often"), urine output decreased ("when she pee is not that much"), bladder pain ("bladder about to burst and hurt very bad"), constipation ("constipation") and muscle tightness ("muscles tightness"). The patient was treated with surgery (falloping tubes and coils removal). Essure was removed. At the time of the report, the pelvic pain, back pain, discomfort, abdominal pain, abnormal weight gain and alopecia had not resolved, the abdominal distension and muscle tightness was resolving, the rash, pollakiuria, urine output decreased and bladder pain outcome was unknown and the constipation had resolved. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, back pain, bladder pain, constipation, discomfort, muscle tightness, pelvic pain, pollakiuria, rash and urine output decreased to be related to essure. The reporter commented: plaintiff reported after getting her tubes and coils removed her bladder is very sensitive, she has to pee very often and when she does it is not that much. She stated she saw a holistic chiropractor for detoxing the heavy metals out of her body. She had chlorella which is an algae, she woke up with her bladder about to burst and hurt very bad. She stated her bowels are moving well and she no longer has constipation. She is able to walk better and her muscles tightness is not bad. Concerning the injuries reported in this case, the following ones were reported via social media: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness. Quality-safety evaluation of ptc: final assessment: since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to look for any manufacturing deficiencies. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. No new failure mode has been identified. Medical assessment: this ptc was initiated due to a usability issue. The reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. No batch number was reported. Without this information no batch signal cluster review in the gpv database for a more detailed statistical medical evaluation is possible. Neither batch number nor complaint sample were available for a technical investigation. The technical investigation concluded unconfirmed quality defect. In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Most recent follow-up information incorporated above includes: on (B)(6) 2017: information regarding essure removal was reported. The events: pollakiuria, urine output decreased, bladder pain, constipation and muscle tightness were added. ¿essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only¿ incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.